Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the shaver handpiece was rec'd for eval and the reported problem was verified. Further investigation found the handpiece has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. To date, there are no reported injuries associated with this failure mode. This failure mode will continue to be monitored.

Event description:
It was reported that this shaver handpiece would not operate. There was no injury or surgical delay associated with this event.